Manufacturer narrative:
The event is no longer assessed as a serious injury as the planned catheter revision was cancelled and the patient symptoms improved with medication change. Therefore the outcome attributed to adverse event "intervention required" no longer applies to this event, and the type of reportable event was changed from serious injury to malfunction.

Event description:
Additional information was received from a company representative. The catheter revision was cancelled as the patient improved with medication change. The medication was unknown. The cause of the inability to aspirate was unknown and it was unknown if a catheter issue/location was determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8711, lot# j11386r19, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative, regarding a male patient receiving intrathecal fentanyl, bupivacaine, and clonidine (unknown concentration or dose) via an implantable infusion pump. The indication for use of the device was for lumbar radiculopathy and spinal pain. It was reported that the patient had noticed an increase in pain about one month ago, and during an attempted dye study the hcp was unable to aspirate the catheter. The hcp planned to revise the catheter. The patient status at the time of this report was "alive- no injury." The patient outcome and any other interventions remained unknown at the time of this event; if additional information is received this report will be updated.